Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the failure to advance was not determined due to insufficient clinical details and product was not returned for analysis.

Manufacturer narrative:
B1, b2, h1: updated reportability per new information regarding withdrawal of care. H6: added code per new information. Clinical rationale: a 55-year-old male undergoing support for acute myocardial infarction and cardiogenic shock required placement of an impella rp flex via the right internal jugular vein using a percutaneous approach. During the procedure, after placement of the swan ganz catheter, the physician reported difficulty with stiffness of the provided 0.027" abiomed guidewire. Upon insertion of the wire through the swan ganz, the catheter unintentionally migrated back outside the pulmonary artery. The wire was removed, the swan ganz was repositioned, and the guidewire was reinserted successfully. Based on the information available, the reported delivery challenge was associated with guidewire stiffness and catheter migration rather than a device malfunction. The device was ultimately inserted successfully and functioned as intended until patient care was withdrawn for clinical reasons unrelated to device performance. The patient¿s death is conservatively reported but likely unrelated to device performance but rather the patient¿s condition.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 55 year old male on an impella rp flex due to acute myocardial infarction. It was reported that after placing the rp flex, the 0.027 abiomed wire stiffness was an issue. A swan ganz catheter was placed and when the wire was placed back in, the swan ganz migrated back outside the pa. The wire was removed and the swan was reinserted and the wire was replaced and the rp flex was inserted successfully. The procedure was completed successfully and the patient remains on support.